Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open during efaa) could not be determined. The reported difficult to open or close (clip jumping), associated with the clip popping open to about 60 degrees, appears to be due to a sudden release of tension as the clip unintendedly unlocked during efaa. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imagine review: one (1) fluoroscopic video of the reported cds was provided. The delivery catheter (dc) is extended with the clip attached to the l-lock shaft indicating the video was taken prior to clip deployment (mechanical separation). The video begins with the clip arms at ~20° - 25°. As the video progresses, the clip suddenly opens to ~80° - 90° at the 00:04 mark. Presumably, the video was taken during the second efaa check when the clip reportedly "jumped open to approximately 60 degrees" and aligns with the reported incident details. There are no other observations based on the video provided.

Event description:
This is filed to report unintended movement and clip jumping. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During insertion of the clip and second efaa (establishing final arm angle) , the clip jumped open to approximately 60 degrees. Clip was able to be closed again without further issue. Mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.